Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. No lot number was provided for this complaint. According to sales data records, two different lots were the most recent devices issued for this location. The DHR (device history record) documentation review of both lots there was no indication that the devices did not meet specifications. Based on the information submitted, an occlusion formed following manta deployment resulting in a surgical cut-down, explanting the manta device, and surgically repairing the vessel. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking the flow. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events related to the deployment of vascular closure devices include accidental positioning of some or all of the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides information regarding potential adverse events related to the deployment of vascular closure devices that have been identified including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
On 15 june 2020, the chief of bocacare vascular surgery, reported to essential medical that he had been having some serious complications with the manta vascular closure device (manta). The reporter requested a dialogue regarding the issues. The reporter stated there have been complications of occlusion after deployment of the manta resulting in surgical cut down, manta explanted and the vessel surgically repaired.